Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Other relevant device(s) are: product ID: 3708240, serial/lot #: (B)(4), ubd: 02-oct-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep said that while replacing the ins, they were unable to remove the extension from the ins. The surgeon ended up breaking the extension while trying to remove it from the header block. For now, they were leaving the extension internalized and plan to come back to replace the lead and put a new ins in later. Only the battery was removed and they didn't push through with the replacement. There was no complaint involving the ins and they were replacing it to upgrade to a new one. No further complications were reported.

Manufacturer narrative:
Analysis of the neurostimulator found insignificant anomalies. Part of the extension was stuck inside the connector port. Analysis of the extension found the proximal end connector was not completely seated in the ins connector port. The connector was crushed. If information is provided in the future, a supplemental report will be issued.